Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 50 mg/dl. The current blood glucose was 120 mg/dl. Customer treated low blood glucose with food and glucose tablets. Patient has been experiencing low blood glucose for 4 months. Customer mentioned low blood glucose every now and then but states does not want to troubleshoot. Customer stated that, they are working in some solutions with healthcare professional. Customer also receiving replace battery alerts. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.